Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the quick coupling device did not keep the burr device locked. It was further reported that there was a potential bearing issue. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the coupling device does not keep the burr locked was confirmed. An assessment was performed on the device which determined the coupling tool side had seized, was jammed, and was heavy moving. It was further noted that the coupling sleeve was jammed. The assignable root cause was determined to be due to improper handling. This is further defined as user error, misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.